Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed signs of physical damage on the power entry module. The power entry module casing was cracked. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to technical support (ts) that the liberty select cycler cannot turn on during power up. Pdrn was going to train a patient, but it would not turn on, no lights flash. There were no recent power outages in the clinic or in the area reported. The pdrn switched the cycler on and there was no sound when the ok and stop keys were pressed. There was no light on the cycler buttons. At that point in time, the ts representative advised the pdrn to continue use of the cycler and a replacement cycler was issued to the nurse. It was not reported if an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. It was not confirmed if patient completed treatment. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.